Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. As the device is not available for return, no device malfunction could be confirmed.

Event description:
4/29/25: (B)(6). History of pigmentary glaucoma, pseudophakic prior to consultation. Iops in mid 30s prior to surgery. Prior xen in (B)(6) 2021 which subsequently failed. Iop measured 10 however with flat anterior chamber and mild choroidals temporally. Reformed with healon with stabilized anterior chamber and iop 26.